Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we have found a number of cases with similar fault description (maxi twin lift tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (maxi twin) was being used for patient handling at the time of the event. When the event occurred maxi twin was directly involved with the reported incident. No malfunction could be found on the maxi twin lift that could have caused or contributed to the event. In this case we can determine that the maxi twin and the sling which work as a system were found to have been to specification when the event took place. From the information received, including a good quality pictures, it appears that during transfer of the patient from the bath tub, using the maxi twin passive lift with sling, the lift was positioned across the bath by pulling the hanger bar over to the side and in that position caregivers were hooking sling on. The lift was leaning above the tube and was not standing with both legs on the ground but was intentionally inclined. This would mean that the lift was not positioned opposite the tub with its legs under the tub, but was positioned sideways with legs along the tub, what is also documented on the pictures. It seems that hanger bar was not positioned over the center of the seat. In such a situation to bring the hanger bar over the center of the seat the caregiver decided to pull the hanger bar tilting the maxi twin to attach the sling to the hanger bar and this way they destabilized the lift. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation appears to be in line with an use error having occurred. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. The device is only 3 months old, the actual training records of the customer's facility employees were not provided. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. We find this complaint to be reportable to the competent authorities.

Event description:
It was reported by the company representative visiting the site: "two of the carers had finished bathing the resident and were removing him from the bath, my understanding is that they positioned the hoist across the bath pulling the hanger bar over to the side and hooking sling on, whilst carer one stood behind the bath pulling the hangerbar, carer two stood between the bath and the hoist. When the weight of the resident was taken the hoist fell to the side crushing carer two."